Event description:
It was reported that a new ilet user could not advance past the ¿yes¿ prompt during the fill tubing process because the touchscreen confirmed highlight but did not register the selection to proceed, consistent with a screen input responsiveness malfunction of the pump¿s user interface. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included replacement of the ilet and instructions to shut down the original device, return it with provided materials, and reinitiate setup on the replacement, with guidance to continue cgm use independently. Investigation included device history and troubleshooting support, confirmation that replacements provided are new units, and coordination for device return and inspection of the returned device. Investigation of this device revealed a suspected touchscreen or front-panel input failure affecting the user interface during setup, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen input subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."